Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of 8mm cadiere forceps instrument was not opening nor closing. Upon removing the instrument, the instrument wire was damaged. The procedure was completed with no reported injury.